Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether or not patient and/or procedural related factors may have caused or contributed to the event. In this case, the valve was explanted at implant and re-implanted after additional annular debridement was performed. The patient expired on pod #3 due to respiratory failure and cardiovascular collapse after an extremely long cardiac surgery. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 27mm 7300tfx mitral valve was explanted at implant due to seating issue and perivalvular leak. On pod #3, the patient expired due to respiratory failure and cardiovascular collapse . Per the medical records, the patient had severe deoxygenation upon entry to the or with inability to have single lung ventilation. There were posterior and anterior calcification. The annulus was not debrided substantially in any location due to concerns for av dissociation. A 27mm 7300tfx was implanted and tested with no evidence of leak. A perivalvular leak around the area of calcium was observed with no rocking of the valve and excellent seating, but substantial leak. Cross-clamp was reapplied. No obvious issue with the valve was identified and the valve was appropriately seated with no clear leak. This made it obvious that it was unable to be seated due to the calcium. The valve was explanted and re-debridement around the anterior portion of the valve was made. The same valve was re-implanted and there was no evidence of leak nor entrapment of the leaflets. The patient was separated from cardiopulmonary bypass. The valve was evaluated and there was no evidence of perivalvular leak. There was some flow abnormalities beneath the valve, but no evidence of a trap and no evidence of aortic valve issues with mild-moderate rv depression and preserved lv. At the conclusion of the case, the patient remained unstable and required inotropics support, but was mostly inability to oxygenate. The patient was transferred to the ICU in unstable condition secondary to respiratory compromise after an extremely long cardiac surgery. Perioperatively, the patient had severe respiratory failure, unable to oxygenate, and required peep. Patient's hemodynamic collapse with rv failure. On pod #3, the patient had severe cardiogenic shock. Multiple attempts at resuscitation were performed. Decision was made to withdraw care and the patient passed shortly after. The cause of death was due to respiratory failure in cardiovascular collapse. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.